Manufacturer narrative:
Device was used for treatment, not diagnosis. Device code for detachment of device component added. A manufacturing investigation was performed for the subject device. The visual investigation shows that a carbide insert of the wire cutter is missing/fallen out. Further inspection revealed there were no other damages, just few signs of usage on the surface on the proximal end. The manufacturing records were reviewed the instrument was manufactured in june 2013, was produced to specification and met all release criteria. There were no issues that would contribute to this complaint condition. Unfortunately the exact root cause of this occurrence could not be determined as no detailed clinical information is provided and not all involved parts were available. It is possible that a mechanical overload situation during use led to the complained issue. Because of the damage and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications; however, it was concluded that the cause of failure is not due to any manufacturing non-conformances. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the cutting edge of the bending/cutting pliers had come out during surgery and was not in usable condition. This incident caused a delay of approximately 30 minutes and, as stated by the reporter, ¿posed a danger in otherwise normal surgery." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.